Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify rewind anomalies due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was off. Customer's blood glucose was unknown. The customer stated that the insulin pump was exposed to moisture, the insulin pump got damage, they was not rewind it and now it was off. The troubleshooting was not mentioned. The product will be returned for analysis.